Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that during a patient event the device failed to acquire a 3 lead ECG. There was no report of patient harm.

Event description:
It was reported to philips that during a patient event the device failed to acquire a 3 lead ECG with a green line across the screen. There was no report of patient harm.